Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported difficulty grasping the leaflets and the clip becoming caught in the chordae appear to be related to patient anatomy/procedural conditions, as it was reported that visualization was very challenging, grasping was difficult due to the restriction of the leaflets, it was difficult to see the transseptal location, and maneuvering was difficult due to the small left atrium. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was received: the transseptal puncture was too low and suboptimal. The patient had a small atrium which made maneuvering difficult. The regurgitant jet was very medial. It was difficult to see the transseptal location and the leaflets during grasping attempts. Grasping the leaflets was difficult. During the last grasping attempt, the mitraclip became stuck on the anterior leaflet chord. Troubleshooting maneuvers were performed but the mitraclip could not be removed from the chordae. It was decided to deploy the mitraclip on the anterior leaflet only to avoid a chordal rupture. There was no reduction in mitral regurgitation (mr) and the functional mr remained severe.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. It was reported that the patient had one mitraclip implanted on (B)(6) 2015. Post procedure, the patient had hypoxic respiratory failure treated with an oximyzer (high flow oxygen). The next day, on (B)(6) 2015, the patient had acute on chronic heart failure treated with medication (the patient's regular diuretic medication were resumed after the mitraclip procedure). Both conditions resolved two days after onset, (B)(6) 2015. One month after the mitraclip procedure, the patient had a single leaflet device attachment. There was no additional information provided.